Manufacturer narrative:
No pt info as no pt was involved in this concern. Per RMA, a replacement spine clamp was sent to site. Upon evaluation of returned item, the keeper ring is damaged and separated from the clamp face not allowing the clamp to close completely.

Event description:
Medtronic representative reported that the percutaneous spine clamp washer causes it to lock up and it does not rigidly fix to the spinous process.